Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reappears.